Event description:
It was reported the patient had been having seizures since 2010 and the day prior to report, the patient had two grand maul seizures and he was in the intensive care unit at the hospital waiting for further diagnostic testing. It was stated the patient also had seizures in (B)(6) 2013. MRI compatibility guidelines were requested.

Manufacturer narrative:
(B)(4). Additional information suggested the event no longer required hospitalization or required intervention.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# v175763, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information stated the cause of the event was that the patient had epilepsy ¿ grand maul seizures. It was also noted there were no interventions, the patient was epileptic and this was not caused by the implant. It was stated hospitalization was required due to the event and the patient had a serious ongoing injury/illness. Reported the epileptic seizure caused the patient to fall on the unit, the implant did not cause the fall.